Manufacturer narrative:
The device history record (DHR) for lot 25d043862 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device(s) could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor reports and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Th customer reported that each pack contained only 9 pieces per bundle instead of the expected 10 pieces.